Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report a customer's device would no longer power on intermittently. The device showed a blank display and the green power led was present on the power button. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.  The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted diode, designator cr10.